Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level was 413 mg/dl. Customer experienced symptoms such as vomiting. Customer was treated with insulin pump. Customer was using insulin pump within 48 hours of reported high blood glucose event. Customer was using insulin pump on auto mode. Customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.